Event description:
Patient in cath lab for a lower extremity angiogram. Access per l. [Left] radial using a 6fr destination guiding sheath, upon removing the sheath the radial artery spasmed causing tip of sheath to stretch. Sheath was removed intact and sheath was removed from sterile field. Patient tolerated well. Physician aware and removed sheath.